Event description:
X-rays taken during the case through cuts were slightly adjusted after these shots and the femoral slope was unchanged (the biggest issue) from what I could tell during the case. From the add'l MRI images, it looks like the distal femur has a circular shape through a large arc possibly giving the surgeon a feeling of proper placement though the block was actually flexed. The surgeon said osteophytes were not cleared on the tibia before placing the tibial block leading to excessive posterior tibial slope. Traditional im femoral and tibial instruments were used to refine the cuts and a ts highly stabilized femoral/poly was used, primarily to correct the flexion contractual. The case took about 3 hours. Doctor reviewed the surgical technique with me and handled the blocks during our first meeting about 3 weeks ago and I reviewed the technique before the case yesterday.

Manufacturer narrative:
Method - segmentation review, planning review, jig design review. Results - segmentation review - performed to specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. Conclusion - physician failed to prep the tibia before use of the guide. Excessive posterior slope resulted.